Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the past; value was unknown. Reportedly, the customer resolved the issue prior to contacting tandem technical support, and declined to provide further information. During a follow-up call with tandem technical support, the customer reported that a low bg event was not experienced at the time of the initial call and that the customer was mistaken. The customer was unable to provide a bg level, and reported no issues with the pump,